Event description:
It was reported that continuous glucose monitor displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not return after reset, and then successfully started new sensor session, with no additional issues reported.